Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 12-jan-2017: questionnaire - device breakage with essure was provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted. However, during placement the micro insert did not release and broke apart upon withdrawal of delivery catheter. Essure was not inserted. Besides that, a hysteroscopy was performed to retrieve broken pieces from uterus. Device breakage is anticipated in essure reference safety information. Considering the nature of this event and considering it occurred in association with essure insertion procedure, a causal relationship with essure insert cannot be excluded. This case is regarded as incident, since a hysteroscopy was required to remove essure broken. An updated of product technical assessment is awaited.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("during placement inner coil (implant) separated and broke apart") in a (B)(6) female patient who had essure (batch no. D08057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("during placement the micro insert did not release from coils"), the first episode of complication of device insertion ("failed insertion") and the second episode of complication of device insertion ("complication of device insertion"). The patient was treated with surgery (hysteroscopy to retrieve broken pieces from uterus). Essure was removed. At the time of the report, the device breakage, device deployment issue and the last episode of complication of device insertion had resolved. The reporter provided no causality assessment for device breakage, device deployment issue, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: (B)(4) lot number d08057, production date: 12-sep-2014, expiration date: 28-sep-2017). Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Visual inspection was performed and it was confirmed that all components are present, all IFU steps were completed. Inner catheter and delivery wire bonds were cured, damages were observed in the delivery catheter. A section of micro-insert was received, it was observed broken(outer coil) the rest of the insert was not available for investigation. Also it was received inside of the container the valve introducer. Lt was observed damaged. Due to device condition, inner catheter length was not able to be measured. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 28-apr-2017: pv-pqs informed that no fu is needed. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted. However, during placement the micro insert did not release and broke apart upon withdrawal of delivery catheter. Essure was not inserted. Besides that, a hysteroscopy was performed to retrieve broken pieces from uterus. Device breakage is anticipated in essure reference safety information. Considering the nature of this event and considering it occurred in association with essure insertion procedure, a causal relationship with essure insert cannot be excluded. This case is regarded as incident, since a hysteroscopy was required to remove essure broken. According to technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("broke apart upon withdrawal of delivery catheter"), device deployment issue ("during placement the micro insert did not release"), complication of device insertion ("failed insertion") and complication of device insertion ("complication of device insertion") in a (B)(6) female patient who received essure (batch no. D08057) for female sterilization. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 1 day after starting essure, the patient experienced device breakage, device deployment issue, the first episode of complication of device insertion and the second episode of complication of device insertion. At the time of the report, the device breakage, device deployment issue, first episode of complication of device insertion and second episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. Quality-safety evaluation of ptc: (B)(4). We conducted a review of the manufacturing batch record d08057 (production date 12-sep-2014 and expiration date 28-sep-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty and a micro-insert breaking event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 12-dec-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted. However, during placement the micro insert did not release and broke apart upon withdrawal of delivery catheter. Essure was not inserted. Device breakage is anticipated according to technical review. Considering the nature of this event and considering it occurred in association with essure insertion procedure, a causal relationship with essure insert cannot be excluded. This case is regarded as other reportable incident as although this device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 30-aug-2016 which refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number d08057 (expiration date 28-sep-2017) for permanent sterilization. It was reported that during placement the micro insert did not release and broke apart upon withdrawal of delivery catheter. Essure was not inserted. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted. However, during placement the micro insert did not release and broke apart upon withdrawal of delivery catheter. Essure was not inserted. Device breakage is unlisted in the reference safety information for essure. Considering the nature of this event and considering it occurred in association with essure insertion procedure, a causal relationship with essure insert cannot be excluded. This case is regarded as other reportable incident as although this device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number d08057, production date: 12-sep-2014, expiration date: 28-sep-2017. Since product was returned to u.s. For investigation, we were able to conduct an investigation of the actual device involved in this complaint. Visual inspection was performed and it was confirmed that all components are present, all IFU steps were completed. Inner catheter and delivery wire bonds were cured, damages were observed in the delivery catheter. A section of micro-insert was received, it was observed broken(outer coil) the rest of the insert was not available for investigation. Also it was received inside of the container the valve introducer. Lt was observed damaged. Due to device condition, inner catheter length was not able to be measured. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation received. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted. However, during placement the micro insert did not release and broke apart upon withdrawal of delivery catheter. Essure was not inserted. Device breakage is anticipated according to technical review. Considering the nature of this event and considering it occurred in association with essure insertion procedure, a causal relationship with essure insert cannot be excluded. This case is regarded as other reportable incident as although this device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained despite follow-up attempts.